Manufacturer narrative:
Concomitant products: product ID: 3387-40, lot# l67946, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).

Event description:
A consumer reported they did not think the patient's deep brain stimulation (dbs) was still working. The dbs never seemed to work for the patient. No cause, diagnostics/troubleshooting, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.